Manufacturer narrative:
Follow-up #2 date of submission 12/29/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data began on (B)(6) 2015. No errors, alarms, or warnings related to the complaint were observed. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally during testing. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issue. The pump passed a delivery accuracy test and was found to be delivering with in the required range and delivering accurately. The complaint could not be verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Review of basal and bolus histories did not show evidence of inaccurate delivery. Review of potential causes for inaccurate delivery did not identify any potential issues. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014, correction:further review of the complaint indicated that there was no allegation of a malfunction with the pump and the patient was referred to the health care provider for medical management advice. This complaint is reclassified as a training/misuse issue.